Event description:
Surgeon was trying to use the enseal instrument, reference number etrio335h. Surgeon complaint that instrument not charging very well and verbalized that she is not comfortable using it and might cause bleeding.changed to another company's product and used it for the entire case.to find out the real problem, manager of or suggests that we send the failed device to the company and report issue.there was no harm to patient.what was the original intended procedure?procedure performed:lavh, bilateral salpingo-oophorectomy, anterior and posterior repair, enterocele repair, and mayo culdoplasty.device #1is this a laboratory device or laboratory test?no.